Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). Also, this device had 9.5 years of battery longevity remaining. Boston scientific technical services (ts) discussed that there are many factors that is not helping better battery longevity. To date, this device remains in service. No adverse patient effects were reported.